Manufacturer narrative:
The device has been received for evaluation. Once complete a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure the axium coil would not detach. The patient was undergoing fistula coiling in the left vertebral on a ruptured neurovascular abnormality. It is unknown if the abnormality is located in the eloquent region. The blood flow was normal and the vessel tortuosity was moderate. The devices were prepared per the IFU and continuous flush was administered during the procedure. There was no resistance observed during delivery of the coil and the axium was placed at the desired location, but when trying to detach the coil with the instant detacher twice, but it would not detach. Another detacher was used one time, and it still did not detach. The physician then tried the alternate detachment method of breaking the hypotube at the break indicator. The coil still would not detach. The physician removed the coil. When removed there was no damage to the pushwire observed. The procedure was completed with another coil and the same detacher. The patient is in good condition.

Manufacturer narrative:
Device evaluation the axium coil was returned for evaluation within the dispenser track and with the opened outer carton. The instant detacher was not returned for evaluation as it was discarded. During evaluation, the tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be broken into two segments at approximately 146.0cm from the proximal end, but retained together by the release wire. The release wire was found to be exposed for the length of approximately 1.0cm. In addition, the distal pushwire segment was found to be bent at approximately 14.0cm, 14.5cm, 16.0cm and 18.0cm from its proximal end within the introducer sheath. The implant coil appeared to be stretched within the introducer sheath. During evaluation, the axium coil was removed from the introducer sheath. The implant coil was found to be stretched with the polypropylene filament broken. Under the microscope, the coin was found to be located against the lumen stop and the shield coil was found to be present. An in-house instant detacher was then used to successfully break the tack weld replacement (twr) crimp on the first attempt. The pushwire was then intentionally broken distal to the break indicator without difficulty. The release wire was then pulled out from the break in the pushwire for evaluation of the coin, subsequently detaching the implant coil from the pushwire. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. No other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. The event occurred during coiling in the left vertebral on a ruptured neurovascular abnormality. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. Based on the device analysis and the reported event description, the customer report of ¿non-detachment¿ was confirmed. The axium coil was returned with the implant coil still attached to the pushwire. The intact tack weld replacement (twr) crimp was evidence that neither of the instant detachers used successfully actuated the detachment mechanism. It is possible that the initial instant detacher or user technique may have contributed to the difficulty during detachment with the initial instant detacher. The tack weld replacement (twr) crimp was successfully broken with an in-house instant detacher on the first attempt. Although the customer reported attempting to detach the axium coil by the manual method (via hypotube), the pushwire was found to be intact distal to the break indicator at the location intended to be broken during the manual detachment method. The additional pushwire damage, may have occurred during return to medtronic for evaluation as the customer reported no damages to the pushwire following the event. The cause for the stretched implant coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.